Event description:
It was reported that the tm-s fusion device was labeled to be a 11x14x9mm but when the implant was opened, it was assessed to be "much smaller". The implant was returned to zimmer tmt and evaluation by the manufacturer indicated the size to be 11x14x5mm; however, a root cause has not yet been established.

Manufacturer narrative:
Investigation is in progress.